Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. During visual inspection, cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up and continued self test, currents measurement, download history files and traces using thump. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Blank display was confirmed due to shifted battery tube assembly. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file. However, insert battery alarm was recorded and found in the formatted history file on: 05/03/2023 21:39:28.000, 05/03/2023 21:43:05.000, 05/03/2023 21:43:13.000, 05/03/2023 21:43:42.000 05/03/2023 21:44:43.000, 05/03/2023 21:51:07.000, 05/03/2023 21:51:12.000, 05/03/2023 22:01:00.000 05/03/2023 22:15:56.000, 05/03/2023 22:25:00.000, 05/03/2023 23:18:14.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/03/2023 21:43:04.000, 05/03/2023 21:43:41.000 05/03/2023 21:44:42.000, 05/03/2023 21:51:06.000 05/03/2023 21:51:11.000 pump error 23 alarm was recorded and found in the formatted history file on: 05/03/2023 22:26:03.000 05/03/2023 23:18:28.000 power loss alarm was recorded and found in the formatted history file on: 05/03/2023 22:26:14.000, 05/03/2023 22:26:22.000 05/03/2023 22:36:00.000, 05/03/2023 23:18:44.000 05/03/2023 23:18:52.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion and battery was removed for more than 10 minutes. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the pump was able to power up, continued self test, currents measurement, download history files and traces using thump and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and will be returned for analysis.